Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient was revised due to an infection; the surgeon performed an irrigation an drainage with a poly swap.